Manufacturer narrative:
Devices are pending engineering evaluation.

Event description:
Revision of an acumath l-series due to a fractured stem. This event occurred outside the united states in (B)(6) and was received through clinical data collection activities.